Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had issues with two infusion sets. Reportedly, while attempting a fill tubing, no insulin came out, which he tried to resolve by using another infusion set. Further, he stated that the second infusion set had glue on the outside at the end of the tubing that connects to the cartridge. However, he was able to resume insulin with the third infusion set. At the time of the incident his blood glucose level was around 120 mg/dl. He stated that there was glue at the end of the tubing that connects to the cartridge, when the package was first opened. No further information available.